Manufacturer narrative:
Product was discarded and will not be returned for evaluation.

Event description:
It was reported that the blood glucose monitor was melted and the patient noticed the device had a burning smell.